Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during setup, prior to patient use. The device had chemotherapy and was reconfigured to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was further informed that the event occurred during filling. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device's lot number and fluid inside the device's bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.